Event description:
During trouble shooting with the registered nurse (rn) regarding a system error (se) 2240 that home patient (hp) had reported the rn stated that the hp had cycled power 2 times to clear the alarm and when the cycler went back to "press go to start" that the hp primed the line and continued. The rn stated that the hp did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps issue. Complaint is confirmed and the assignable cause was related to use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.